Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference manufacturing MFR reports: 1627487-2018-03621, 1627487-2018-03623, 1627487-2018-03622. It was reported that patient¿s scs system was not providing adequate relief. Reportedly, patient has lost weight and device was causing discomfort for patient when laying down (reference MFR report# 1627487-2018-03799). As a result, patient underwent a surgical intervention on (B)(6) 2018 and scs system was explanted.